Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. Upon review it was foun that the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging ear inflammation, sinus inflammation, severe headache, feels like suffocation, chronic coughing, eyes watering, throat inflammation, dizziness and lightheadedness, nausea, black particles in tubing. On 07/29/2021, the manufacturer received additional information alleging having lung issues. There was no report of serious patient harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging ear inflammation, sinus inflammation, severe headache, feels like suffocation, chronic coughing, eyes watering, throat inflammation, dizziness and lightheadedness, nausea, black particles in tubing, soreness or nasal/throat irritation related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.